Event description:
Covidien received info stating that an achieve a ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The unit was returned to covidien for evaluation. The covidien factory service technician inspected the device and was not able to duplicate the reported malfunction. The unit passed all tests.

Manufacturer narrative:
(B)(4).